Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, no analysis will be perform as the reported event cannot be analyzed via laboratory testing.(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced loss of stimulation therapy from the drg system. Reportedly, approximately four months ago the patient stated the stimulation was lost after bending over. X-ray taken showed the lead had migrated. Surgical intervention was taken and the old lead was removed and replaced with a new lead. Stimulation therapy was reportedly restored.